Event description:
It was reported that a small volume folfusor had ¿dried drug¿ around the fill port. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 16, 2014 to january 17, 2014 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.